Event description:
It was reported that around the end of (B)(6) 2011 that the patient experienced a loss of stimulation sensation. When the patient would turn device on, they would feel the stimulation turn off. The patient was programmed to 0-1 and 2-3 and did not feel stimulation at 10.5v. Impedances were checked and showed results greater than 4000 ohms on bipolar pairs 0-3 and 1-3 (measured at 3.5v and 450 pw). The ins battery reading was found to be at 2.6. The patient was also unable to adjust stimulation with his patient programmer; all lights stay on. The battery was replaced and the programmer was analyzed for stuck keys, but the lights remained on. If additional information becomes available, a follow-up report will be sent.

Event description:
Additional review found this event was also reported under manufacturer report # 3004209178-2011-10038. Any additional information received regarding the event involving the patient programmer will continue to be reported under this manufacturer report # (3004209178-2011-10048). Any additional information received regarding the event involving the implanted neurostimulator will continue to be reported under manufacturer report number 3004209179-2011-10038. The programmer was received for manufacturer repair on (B)(6)-2012.

Manufacturer narrative:
Programmer: model 7435, serial# (B)(4). Lead: model 3888, lot# j0454710v, implanted: (B)(4) 2005, explanted: na. Extension: model 7495lz40, serial# (B)(4), implanted: (B)(6) 2002, explanted: na. Adaptor: model 3550-09, serial# (B)(4), implanted: (B)(6) 2002, explanted: na.